Event description:
"The ratcheted vascular clamp broke during the resection. There was more blood loss than usual (200cc)."

Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned, eval will be completed and final report will be submitted.